Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a CT-guided liver biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive for the alleged self-activation, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2019).

Event description:
It was reported that during a CT-guided liver biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device. There was no reported patient contact.